Event description:
It was reported that, doctor commented that the last bit of cement that came out of the stryker mixing cartridge gun, looked like it did not mix thoroughly. It looked like the monomer and polymer mix did not get completely wet, in the last 1/3 of the cartridge. The cement that was applied to the implants appeared to be more thoroughly mixed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.